Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found tissue/blood stuck in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was implanted in multiple positions with poor pacing thresholds. After repeated attempts the lead was bent and there was tissue on the tip of the lead result in poor helix extension thus the lead was not used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.

Event description:
It was reported that this right ventricular (rv) lead was implanted in multiple positions with poor pacing thresholds. After repeated attempts the lead was bent and there was tissue on the tip of the lead result in poor helix extension thus the lead was not used. No adverse patient effects were reported. Should the lead be returned analysis will be conducted.